Event description:
The device was applied during a femoral pop procedure. The clips did not advance properly. The surgeon applied another device and completed the procedure without incident. Expiration date 4/30/2001.